Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Other text: additional information received updated b5 and h6.

Event description:
Additional information received on 1-jun-2022. No patient involvement. The issue was found during testing.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The problem of "failed calibration" was not duplicated. The pump was calibrated, and the occlusion test was passed. In mu mode, the sensor responded to pressure normally. As a preventative measure, the downstream occlusion sensor and upstream occlusion sensor will be replaced. (Updated h3 and h6) a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: the catalog number was incorrectly documented, in the initial report. (Updated d4)